Event description:
This report is based on information provided by bench service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the display was drifting. There was no patient impact as there was no patient involvement. This issue was documented at the bench only; no allegation of screen drift was made by the customer.